Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium where hemostatic valve dysfunction occurred. The caller stated that the hemostatic valve was leaking a "little bit" of fluid when the catheter (unknown if the ablation or pentaray) was removed. The caller stated that there was no visible damage to the hemostatic valve. The carto vizigo¿ 8.5f bi-directional guiding sheath medium was replaced and the procedure was continued. There was no report of patient consequence nor extended hospitalization. Device evaluation details: upon receiving, vizigo valve was inspected and it was found in good conditions; however, a kink was identified in the sheath. The device was connected to coolflow pump machine and no leakage was observed. A device history record evaluation was performed and no internal action was found during the review. The product experience complaint cannot be confirmed. The root cause of the kink in sheath cannot be determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8/11/2020, the bwi product analysis lab (pal) received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium where hemostatic valve dysfunction occurred. The caller stated that the hemostatic valve was leaking a "little bit" of fluid when the catheter (unknown if the ablation or pentaray) was removed. The caller stated that there was no visible damage to the hemostatic valve. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the procedure was continued. There was no repot of patient consequence nor extended hospitalization. The device deficiency was noted when the device was being used on the patient. The valve at the dilator snap-fit hub was leaking saline. The hemostatic valve did not break nor became detached from the sheath. No excessive blood return was observed and no air entered the body. No percutaneous or surgical removals required.